Event description:
It was reported by a patient family member that within two weeks after the implant procedure, the patient experiences a "hiccup type feeling" on the left side in the diaphram area. The patient has had a device check and been "tested" but the physician has not corrected the sensation yet. The patient also experiences "spinal cord stimulation" on the right side. Follow-up was attempted with the device clinic to clarify the patient issues however no additional information could be obtained. The left ventricular lead and right ventricular lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: dtbb1d4 implantable cardioverter defibrillator (ICD), (B)(6) 2012; 6947m implantable tachy lead, (B)(6) 2012. (B)(4).